Manufacturer narrative:
Age at time of event: under 18 years old. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular was obtained via the right side of femoral artery using a 6f90cm non-bsc sheath and was advanced to the left side. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery(sfa). After a 014 non-bsc guide wire crossed the lesion, a 2mmx40mmx145cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, the pressure level stopped increasing during the first inflation at 6 atmospheres for 10 seconds. Subsequently, contrast leakage was noted under fluoroscopy and balloon rupture was determined. The device was completely removed from the patient and upon inspection of the device, outside patient's body, longitudinal balloon rupture was noted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.